Manufacturer narrative:
(B)(4).

Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received the procedure performed was an anterior repair with pelvisoft, posterior repair with mesh, post intravaginal slingplasty with mesh. Alleged complications post implant include pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding and vaginal scarring. Mesh revision surgery (B)(6) 2005 to remove extruding mesh. Additional implant surgery (B)(6) 2009, underwent anterior repair with graft and vaginal vault suspension.